Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the recirculation line of the oxygenator collapsed. No patient involvement as this occurred during out of box.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 8, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information), (device manufacture date), (B)(4). The sample was not returned for evaluation, and retention samples are not kept for tubing pack kits; therefore, a complete investigation was not able to be conducted and a definitive root cause could not be determined. A review of the device history record revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.